Event description:
It was reported that some images could not be retrieved (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.